Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no unexplained por events were observed in the bb history. No battery cap was returned with the pump. A test battery cap was fully secured to the pump and was able to maintain an electrical connection. The battery compartment was observed to be cracked above the bumper pad. Moisture corrosion was observed inside the battery compartment. The pump was exercised for 24 hours on a 1 u/hour basal rate with no power interruptions occurring. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and no intermittent conditions or moisture was found on the power circuit/inside the pump. No cartridge cap returned with the pump. A test cartridge cap was used to complete testing. Investigators were unable to duplicate intermittent power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.